Event description:
A patient reported experiencing inaccurate erratic results with an ot profile meter. The patient's blood glucose result was 235 mg/dl (in the reported issue notes this was the only result provided). Tests were done < 10 minutes apart with a difference of > 20%. Patient did not experience any adverse events. No further information has been reported.